Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the machined head was damaged, the width plate guide was bent, the reciprocating arm and ball plunger were worn, the swivel was loose, and the pins were not in the correct position. The bearings, planetary gears, motor, sleeve, planetary spacer, ring gear, nut bearing lock, reciprocating arm, fine adjustment cams, machined head, ball plunger, and swivel were replaced to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the dermatome was not functioning properly, it intermittently skipped during use. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.